Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2024-04983), was submitted on 08-jan-2025. However, based on the reassessment done on 06 feb 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due the patient reported that they are one of the concomitant products that was in use at the time of the incident, as the death was not due to infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. On reassessment on (B)(6) 2026, the final reportability decision will be changed to "death", so we are withdrawing the retraction submitted on 08-feb-2026. The retraction MDR with manufacturing report number 8021545-2024-04983, was submitted on 08-feb-2026. However, based on the reassessment done on (B)(6) 2026, it was found that the final reportability decision will be death. Hence, please consider this supplement as the final report. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient passed away due to diabetic ketoacidosis event on (B)(6)2024. The patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia but then passed away. No further information available.